Event description:
It was reported that during a gastrectomy procedure, the surgeon was performing the gastrectomy and while providing anastomosis between esophagus and the small intestine he used circular stapler 25 mm. Unfortunately the staples did not form at all, they came out and the anastomosis was made hand-sewed. Surgery was prolonged twenty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the appearance of the staples that did not form (irregular in shape, legs straight)? ¿ lot of staples found in abdominal cavity were either with straight legs, which means that no shape at all or with a little of forming/irregular shape. Were there staples missing from the staple line? ¿ yes, they were and surgeon had to hand sew the anastomosis. Did the device cut? - yes. If the device cut was the cut line fully circumferential around the target tissue? Yes what confirmation was received that the device was fully fired? ¿ the sound feedback from firing..